Event description:
It was reported that the left monitor was not working. This will cause the system to be unusable due to a loss of the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.